Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device was unable to obtain an ECG signal via pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The reported malfunction was observed during review of the device data logs. However, the device was put through extensive testing including periodic self testing, impedance and analyze testing, and multiple shock tests without duplicating the report. An internal inspection found evidence of a foreign substance on the main board. However, it could not be firmly established if this contributed to the report. The main board was as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.